Event description:
Patient reported, left side lumps found through ultrasound. Rippling, "feeling the valve through the breasts", "implants rotated", "feeling the bag" and possible slow leaks. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "possible slow leaks".